Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-332a, mmt-399a, mmt-1884. The customer reported high bgs. The customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 30-sep-2024 and ss event date of 01-oct-2024. In further full review of the pump history/traces on the customer's event date of 27-sept-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 27-sept-2024 listed on smartsolve. Unable to verify daily total of basal/bolus and all insulin delivered on the customer's event date 27-sept-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 01-oct-2024, customer's event date of 27-sept-2024 and event date of 30-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: 09/22/2024 22:35:00.000 09/28/2024 13:55:00.000 lostsensor2alert (781) was found on: 09/22/2024 22:51:00.000 sensorsignalnotfound (796) was found on: 09/22/2024 23:23:00.000 sgcalibrationerror (776) was found on: 09/23/2024 08:35:30.000 09/29/2024 10:28:27.000 sgcalibrationerror2 (838) was found on: 09/23/2024 09:47:30.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 09/29/2024 22:23:50.000 09/29/2024 22:33:00.000 pump error 23 alarm was found on: 09/28/2024 16:18:04.000 09/29/2024 22:34:04.000 power loss alarm was found on: 09/28/2024 16:18:30.000 09/28/2024 16:18:38.000 09/29/2024 22:34:12.000 09/29/2024 22:34:20.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.65 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for blank display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.